Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report a repeated error # 22028. Prior to calling technical support the caller attempted multiple system restarts and emergency power off but the issue persisted. The site opted to proceed clinically non-robotically with a lap approach as a 3-arm configuration was not possible. When calling technical support, the tse confirmed the issue on the live logs and guided the caller to the carriage of arm # 4 and to inspect for signs of damage and to exercise the movement. No damage was detected on the carriage of arm # 4. System was restarted again and powered on as normal but the user was reluctant to utilize in a 4-arm configuration clinically until inspected and resolved by the fse. The procedure was completed laparoscopically with no reported injury.